Event description:
It was reported that the right atrial lead had low impedance and triggered a lead warning. The lead was capped and was not replaced because the patient no longer needed the lead due to atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.